Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for a scheduled generator replacement due to normal device eri. During procedure, cautery was used and the pulse generator exhibited loss of output. The patient was pacer dependent and experienced several syncope episodes throughout the procedure. The device was explanted and replaced. The patient was in stable condition post operation and would continue to be monitored.